Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing got detached from the site. The patient states that it looked like it had not been glued. The patient blood glucose level was around 130 mg/dl at the time of the event. Moreover, the infusion had been used for less than a day. Further, they replaced the infusion set and insulin was resumed successfully. According to complaint investigation performed, it was found that the tubing was detached from the tubing connector due missing glue. No further information available.